Event description:
Olympus was informed that during a radical laparoscopic vaginal hysterectomy, a probe damage error was displayed on the generator and then the probe tip on the thunderbeat handpiece broke off inside the pt. The broken tip was retrieved with graspers. The procedure was completed with vaginal cut scissors. There was no pt injury reported.

Manufacturer narrative:
The handpiece has not yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.